Event description:
The pump was set to deliver a solution in piggyback mode and reportedly it delivered faster than it was programmed. No further info was made available to MFR. No pt injury was reported.